Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acomm) using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the physician implanted two smart coils in the target vessel using the microcatheter. While attempting to advance the next smart coil out of its introducer sheath and into the microcatheter, the smart coil would not advance past its initial position within its introducer sheath; therefore, it was removed. The procedure was completed using another smart coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly mid-joint was retracted within the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Results: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted within the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device. During functional testing, the smart coil was unable to advance from its returned position due to the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. After proper re-sheathed the device into its introducer sheath, the smart coil was able to advance through its introducer sheath and a demonstration microcatheter without an issue. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.